Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the vitrectomy probe does not cut with aspiration present. Additional information received indicated the trocars were placed in the sclera. The system primed the surgeon went to start vitrectomy and the vitrectomy probe would not cut. The trocars were removed, the patient woken up and the case stopped. The patient will be monitored closely. It is unconfirmed if the patient required a second procedure.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received. The system passed all tests, there were no system messages displayed. Three sclerotomy incisions were opened and the infusion terminal was placed, infusion was turned on and the extraction of the vitreous was started. Aspiration was present but there was no cutting. The probe functioned for about ten seconds. There was traction on the retina. The patient was examined on (B)(6) 2020 to monitor for retinal detachment, the retina at that time remained flat. The patient returned to the operating room on (B)(6) 2020 to complete the planned procedure.

Manufacturer narrative:
Additional information has been provided in d.10., h.3., h.6. And h.10. The company service representative examined the system and was able to confirm and replicate the reported event of the vitrectomy probe not cutting. The nonconforming pneumatic module was replaced. The system was then tested and met all product specifications. The company service representative attended procedures with the customer and confirmed that the system was functional and that no issues arose. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported events can be attributed to the nonconforming pneumatic module. The manufacturer internal reference number is: (B)(4).